Event description:
The customer reported that prior to the 3.1.1.2 upgrade, a flag in catool under sys configuration called "imageupdate" was set to "y" however, after the upgrade, this particular setting was set to "n". The switching of this flag back to "n" allowed some rejected images to not be updated via enm message to an enterprise archive (ea). If a physician accesses these images from the ea via a centricity web connection or direct from the ea, there is the possibility that rejected images may be viewed or retrieved. There is the possibility that rejected images may be viewed or retrieved. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B)(4).